Event description:
Add'l info rec'd since the initial report indicates that the explanted endograft was sent to geprovas for explant eval and analysis, as the pt is a participated of the huriet law study. Medtronic ave has rec'd the geprovas report of the analysis, which was translated from french to english. The report states the endograft was explanted for reason of an endoleak; however, it was not possible to correlate the endoleak to any lesion on the structure of the endograft. No signs of degradation of the woven structure or the mechanical stent were observed. A relatively high level of broken sutures, ensuring the cohesion of stents was observed. In this case, these broken sutures do not appear to be of any clinical relevance. The significance and importance of the broken suture process must be studied on a series of explants to determine if it is a degenerative process specific to this type of endograft.

Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent and its components were successfully implanted for the treatment of an abdominal aortic aneurysm on 10/1999. The aortic aneurysm neck was 58mm. Vessel morphology is unknown. The pt has a history of obesity, severe heart disease with history of electrical defibrillation, anticoagulation therapy, and angioma of the face. It is reported that the pt is currently in the aneurx medtronic huriet law study. The follow-up 7 days later CT and color doppler study was satisfactory. The 11/1999 CT and color doppler revealed a lumbar endoleak. The diameter of the aneurysm was 50mm. The 2/2000 CT and color doppler showed a persistent endoleak. On 3/2000 the CT and angiogram was conducted to "realize an embolization" of the lumbar artery. On 10/2000 the color doppler revealed an endoleak on the stent graft body. "See additional info" the aneurysm had increased to 55mm and was pulsatile. It is reported that after reviewing the follow-up angiograms of 10/2000 and 12/2000, the physicians proposed open surgical conversion. The pt was successfully converted and explanted on 1/2001. It is reported that the pt remained hospitalized with respiratory complications and was discharged to a rehabilitation center 2/2001 "perfectly self-sufficient." The explant will be returned to medtronic ave; analysis and investigation is pending upon receipt. Medtronic ave has received films and interpretation is pending.